Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary.

Manufacturer narrative:
(B)(4). Initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2017, the patient underwent total right knee arthroplasty due to degenerative arthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with the attune knee system and smartset bone cement x 1. On (B)(6) 2019, the patient underwent a right knee revision due to loosening, flexion, effusion, osteolysis, and pain. The surgeon reported synovitis within the right knee. He indicated loosening of the patella and had a fair amount of scalloping of the bone around the implant and easily passed an osteotome between the bone and implant though did not release without oscillating saw to cut the pegs. The surgeon indicated loosening of the femoral component reporting gentle use of a flexible osteotome revealed motion in the implant. He reported the tibial component was grossly loose with no cement fixed to the component, and osteolysis underlying the cement mantle. He reported no signs of infection. All components were revised. The patient was implanted with a competitor system and there were no complications to the procedure. Doi: (B)(6) 2017; dor: (B)(6) 2019; (rt knee).